Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and bunched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12dec2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 12mmx3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 16 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.